Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to artifacts. The patient had received another inappropriate shock in the past in the primary sensing vector. The device was reprogrammed to the secondary sensing vector and technical service (ts) confirmed there was no evidence of an electrode fracture based on the provided information. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to artifacts. The patient had received another inappropriate shock in the past in the primary sensing vector. The device was reprogrammed to the secondary sensing vector and technical service (ts) confirmed there was no evidence of an electrode fracture based on the provided information. Additional information noted that the patient received another inappropriate shock in the secondary sensing vector due to a low r:t ratio. A system replacement was discussed. Ts also noted that the signal seen in the alternate sensing vector could be a possible fractured electrode, this type of fracture could occur if there was strong bending or tension. From the x-ray sent there was no clear bending or kink noted. Ts noted that a comparison of x-rays from implant vs recent would be beneficial to see if the device could have moved to a more posterior position pulling the electrode. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to artifacts. The patient had received another inappropriate shock in the past in the primary sensing vector. The device was reprogrammed to the secondary sensing vector and technical service (ts) confirmed there was no evidence of an electrode fracture based on the provided information. Additional information noted that the patient received another inappropriate shock in the secondary sensing vector due to a low r:t ratio and ts confirmed a sense b node sensing issue making it not possible to have the device be programmed to the secondary sensing vector. A system replacement was discussed. Ts also noted that the signal seen in the alternate sensing vector could be a possible fractured electrode, this type of fracture could occur if there was strong bending or tension. From the x-ray sent there was no clear bending or kink noted. Ts noted that a comparison of x-rays from implant vs recent would be beneficial to see if the device could have moved to a more posterior position pulling the electrode. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to artifacts. The patient had received another inappropriate shock in the past in the primary sensing vector. The device was reprogrammed to the secondary sensing vector and technical service (ts) confirmed there was no evidence of an electrode fracture based on the provided information. Additional information noted that the patient received another inappropriate shock in the secondary sensing vector due to a low r:t ratio and ts confirmed a sense b node sensing issue making it not possible to have the device be programmed to the secondary sensing vector. A system replacement was discussed. Ts also noted that the signal seen in the alternate sensing vector could be a possible fractured electrode, this type of fracture could occur if there was strong bending or tension. From the x-ray sent there was no clear bending or kink noted. Ts noted that a comparison of x-rays from implant vs recent would be beneficial to see if the device could have moved to a more posterior position pulling the electrode. No adverse patient effects were reported. The device remains implanted.